Event description:
Customer alleges discrepant results with meter compared to lab. Patient's target therapeutic range is 2.0 - 3.0. All results done within 2 hours of each other. New inratio user as of (B)(6) 2010.

Manufacturer narrative:
Investigation pending.